Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but it was evaluated onsite. Vyaire medical was unable to established the exact root cause as the issue was no longer reproducible. As a resolution, vyaire medical installed software upgrade v6.01700.0 and performed photonics calibration. All unit test passed and worked properly according to factory specs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Advised customer that vyaire medical technical support will perform an onsite repair. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e us alarmed technical error 401- inspiration valve or device leaky. It was confirmed by the customer that there was no patient involvement associated with the reported event.